Event description:
It was reported that unspecified alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.